Manufacturer narrative:
(B) (4). (B) (4). The rx viatrac (part# 1008197-15, lot# 9121552) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A f/u will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: stroke. Time of adverse event: during the procedure. It was reported that on (B) (6) 2010, the pt had a stroke on the left side of the brain and caused right-sided weakness with mild aphasia and was admitted to the hospital. On (B) (6) 2010, the pt underwent stenting in a heavily calcified left internal carotid artery with the rx acculink stent. A viatrac balloon was used to post-dilate the stent. During inflation at 10 atm, the balloon ruptured. The balloon was removed from the pt without issue, but the pt experienced decreased level of consciousness, right-sided weakness, and worsened aphasia, diagnosed as another stroke. The pt was given intra-arterial nitroglycerin and adenosine followed by improvement in right lower extremity movement. The rx accunet filter was in place during the event. Although angiography was unable to locate emboli in the pt, distal micro emboli and distal vasospasm were suspected. A CT scan post procedure suggested a left ischemic infarct, but no hemorrhage. The pt's movement returned to the right lower leg later that day. It is surmised that the balloon rupture is related to the pt's subsequent stroke. The pt remains hospitalized at this time with improvement in in-pt rehab. No add'l info was provided.